Event description:
The tip of the drive shaft broke off inside the right femoral shaft during im reaming. The tip was retrieved but metal debris could not be retrieved. The metal debris was visible on x-ray.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.